Event description:
The customer reported being hospitalized due to low blood glucose levels after accidentally infusing unwanted insulin into his body. Prior to the event, the customer noticed that he didn't have enough insulin in the reservoir for three days. The customer removed the reservoir, filled a new one and inserted it into the insulin pump without first rewinding. The customer understands that he should have disconnected from the infusion set and rewound the insulin pump before inserting it in the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.